Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt feels pain, difficult to sit and flex her hip. She hears a click on her hip. Her lab results have been off. Sometimes it feels like the femur is coming apart, like something drops out. She also indicated that she cannot lay on her right side.